Event description:
It was reported that "when user inspect product by adding air, the balloon bursted. The issue was identified prior to patient use."

Manufacturer narrative:
(B)(4). The reported complaint of cuff burst could not be confirmed based upon the investigation of the sample received. The customer returned one representative sample was returned for analysis in its original packaging. Functional testing confirmed no leakage. Reinflation of the cuff within the recommended pressure range showed no pressure drop, and no defect was observed. Therefore, the complaint of burst during the pre-test could not be confirmed. According to the instructions for use (IFU), the cuff inflation system should be checked prior to intubation, and the cuff should be inflated and deflated slowly to avoid potential damage. A device history record review was performed, and no relevant findings were identified. Based on the representative sample received, the root cause of this event could not be determined, and no functional issues were identified. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported that "when user inspect product by adding air, the balloon bursted. The issue was identified prior to patient use."

Manufacturer narrative:
(B)(4).